Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial metaplasia, fibrosis, leiomyoma nos, adenomyosis, follicular cyst of ovary, paratubal cyst, intramural leiomyoma of uterus, dysmenorrhea, menses irregular, thermal ablation and pelvic adhesions. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menses"). The patient was treated with surgery (total laparoscopic hysterectomy,left salpingo-oophorectomy, right salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea and menstruation irregular outcome was unknown. The reporter considered dysmenorrhoea and menstruation irregular to be related to essure. The reporter commented: (B)(6) 2018- procedures: 1. Total laparoscopic hysterectomy. 2. Left salpingo-oophorectomy. 3. Right salpingectomy. 4. Lysis of adhesions. 5. Cystoscopy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial metaplasia, fibrosis, leiomyoma nos, adenomyosis, follicular cyst of ovary, paratubal cyst, intramural leiomyoma of uterus, dysmenorrhea, menses irregular, thermal ablation and pelvic adhesions. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menses"). The patient was treated with surgery (total laparoscopic hysterectomy,left salpingo-oophorectomy, right salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea and menstruation irregular outcome was unknown. The reporter considered dysmenorrhoea and menstruation irregular to be related to essure. The reporter commented: (B)(6) 2018 procedures: total laparoscopic hysterectomy. Left salpingo-oophorectomy. Right salpingectomy. Lysis of adhesions. Cystoscopy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.